Event description:
Boston scientific received information that the patient with this device experienced syncope. During follow up, the health care provider indicated that the device had been functioning appropriately and there was no evidence of loss of capture. The cause of the patient's syncope was unknown. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Upon further review, the device was explanted for elective replacement indicator (eri). No adverse patient effects were reported.

Event description:
Subsequent information indicates that the device was explanted for an unknown reason. The device was returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.